Manufacturer narrative:
The dentist refused to provide information about the patient's weight.

Event description:
On april 17, 2025, nakanishi became aware of a patient's accidental ingestion of a dental bur through a complaint input into the complaint database by a distributor (nsk america). Details are as follows: the event occurred on march 24, 2025. A dentist was prepping the anterior teeth for a veneer and crown procedure on a patient using the z95l handpiece (serial no. (B)(6). After 10-15 minutes of the procedure, the bur just fell out of the chuck with no warning and landed in the back of the patient's throat and the patient swallowed it. The patient was referred to an urgent care facility for an x-ray to locate the bur and confirm that the bur was not aspirated. The x-ray confirmed that the bur was not aspirated but was ingested. The bur was found in the digestive tract. The patient did have a follow-up consultation with the dentist and was reported to be fine. The bur was reported to have been passed without complication.

Manufacturer narrative:
Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject z95l device [serial no.(B)(6)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi rotated the returned handpiece connecting the company-owned motor for an operation check and observed abnormal noise, then nakanishi was not able to perform cutting test. C) nakanishi measured the bur pull-out force and observed that the value was out of the device specifications. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the handpiece, cut the chuck and performed a visual inspection of the internal parts. Nakanishi observed the following: - the cartridge was soiled, discolored and abraded. - the drive shaft and dog clutch were soiled and discolored. - the bur-holding part of the chuck was soiled and abraded. B) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi identified that the cause of the bur loosening in the returned device was a decrease in bur retention force due to accumulation of debris on the chuck. The accumulation of debris prevented the chuck from maintaining a sufficient bur retention force, which led to the bur loosening during the treatment on the patient. B) a lack of maintenance caused the accumulation of debris on the internal parts, which resulting in the reported accidental ingestion. C) in order to prevent a recurrence of the bur loosening, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi reported the above evaluation results to the distributor and directed the distributor to remind the user of the importance of maintenance as instructed in the operation manual.